Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon fired the reload, part of the staples fired an incomplete staple line and the device did cut which caused a hole, in the stomach. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that four ecr60d cartridge reloads were received. The reloads (a, b and c) were received in good visual conditions and fully fired. Additionally another reload (d) was received in good visual condition and fully loaded with staples. The returned reload (d) was loaded into a test device and the device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.